Event description:
One week after placement, the pt experienced pain. The implant had been put in site 30 and a root canal was performed. The dr thinks that the root canal caused an infection of the implant site. While the pt was traveling, the implant popped out and was lost.